Event description:
It was reported that the contact alleged the pump alarm system was not functioning as expected. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.